Manufacturer narrative:
Device identifier # (B)(4). The device was not returned for evaluation. The device history record review could not be perform at this time; the lot and serial number were not provided. The reported complaint unconfirmed. Root cause analysis could not be completed since to device was returned.

Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that the a1114 mayfield infinity skull clamp was losing pressure on an unspecified date. Additional information has been requested.